Event description:
It was reported that a patient was originally treated surgically for tibial fx with solid ti tibial nail 9mm x 360 mm on (B)(6) 1997. The patient presented to have the tibial nail removed in preparation for an upcoming total ankle procedure. The two distal locking bolts and screws were both broken. The head part of each locking bolt screw was removed from the patient. The remainder of each locking bolt screw was left in the patient at the discretion of the surgeon. The patient outcome was fine. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown locking screws. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.